Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation's results, it is likely that the following led to the malfunction: we could not conclusively specify the root cause of the foreign material remaining in the device and could not identify the foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, it was observed that the gastrointestinal videoscope had a foreign object inside the nozzle and the lighting lens. There was no patient involvement.